Event description:
It was reported that a patient presented with grade 5 mixed tricuspid regurgitation (tr) and thin friable leaflets for a triclip procedure. One clip was implanted. While operating with the second clip, leaflet insertion was satisfactory, but 5 min after deployment the clip was slanted towards the septal leaflet. An anterior leaflet perforation was confirmed after further analysis. The tip of the fully inserted leaflet was still in the clip, but the belly of the leaflet was perforated by the tip of the clip arm. The clip remained stable. The physician felt the perforation and subsequent slanting of the clip was due to the etiology and thin leaflets. The tr was reduced to grade 4-5.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and based on the information provided and per the physician, the reported anterior leaflet perforation (unspecified tissue injury) and subsequent slanting of the clip (migration) was due to the etiology and thin leaflets (patient conditions). Tissue damage/injury is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.